Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v454099, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. About 2 months ago, the patient was asleep and all of the sudden something bit them on the cheek at the implant site. It was noted that it felt like a wire popped and hurt real bad for just a second. Since then the patient had been breaking out in hives all over their body. The patient had no allergy to nickel that they knew of.